Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/14/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were both products, j345h (1) and j397h(1) used on the patient during episiotomy? Yes, j345h and j397h were used in lateral perineal resection. J345h was used to suture muscular mucosa, and j397h was used for sewing skin. Which suture was found broken and removed during post-op period? Both sutures were broken and removed. Were any medicines prescribed e.g. Steroids/ antibiotics? If yes, provide name, strength and dose? No steroids or antibiotics were used. Was there any surgical intervention required? Re-suturing done? Unk. Additional device reported in mw 2210968-2019-90529.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lateral episiotomy surgery on (B)(6) 2019 and suture was used. On 9/14/2019, the suture broke and incision split after surgery, including muscle layer and skin. The wound has inflammation, white secretion and no erythema. The patient was treated with removal of the suture and a sitting bath with potassium permanganate twice a day. After seven days, the patient condition changed to better. No additional information was provided.